Manufacturer narrative:
Results: incorrect technique/procedure (grafts were inaccurately delivered by the user). Conclusion: device failure related to user handling (grafts were inaccurately delivered by the user). Secondary intervention.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft was correctly placed. It was reported that the physician was unable to cannulate the gate and went up and over the horn to place the iliac limb. During the up and over technique of the iliac limb device, the bifurcated stent graft was inadvertently pulled down. The physician placed an aneurx aortic cuff which was placed higher than intended and partially covered the renal artery (ref MDR 2953200200800479). The physician elected to place a bare metal stent in the renal artery. No additional clinical sequelae were reported and the pt is fine.